Event description:
The user facility reported that twelve hours after the angio-seal deployment on the patient, he reported pain in the thigh area. Upon examination they identified that the patient was presenting a lack of pulse in the inferior section in which the device was positioned. After evaluation by the surgeon, they made the decision to perform a femoral bypass. Upon performing the dissection of the artery, they observed that the anchor was completely covered in fibrine. They believe that was the cause of the artery obstruction leading to total femoral artery stenosis. The patient was reported to be in stable condition. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. E3: occupation: unknown healthcare professional. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint is confirmed for closure procedural complication. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 20may2025: the procedure performed for the patient prior to the use of the angio-seal device was a cerebral angiography. A 5fr introducer sheath used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. They observed that the anchor was completely covered in fibrine. The device was not explanted from the patient.